Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On (B)(6) 2024, the patient reported that the one infusion set cannula was bent. The site of insertion is abdomen. The length of infusion set is less then 24 hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.